Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported three days post op a laparoscopic sigmoid procedure for chronic diverticulitis, the anastomosis was incomplete. Initial procedure without complications, surgeon noticed ¿firing with a lot of resistance¿, double stapling over suture, standardized close to full closure, donuts complete, washer ring cut, leak test okay. After three days high inflammatory values and revisional operation on (B)(6) with resection of insufficient anastomosis (small insufficiency gap and malformed staples); histological result: necrotic edges of resection parts, starting peritonitis. Patient is well but has got a stoma,possibly temporary.